Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for an atrial lead revision procedure, auto-mode switch episodes from lead noise were observed upon device interrogation. An outlier measurement on the impedance trend was also noted. The atrial lead was capped and replaced successfully on (B)(6) 2019. The patient was discharged.